Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 120 mg/dl and the sensor glucose was 50mg/dl at the time of the incident. The customer reported that sensor glucose values were very different. The sensor had been in place for 4 days. The customer reported that yesterday, the pump suspended on low 50mg/dl and her blood glucose was 120mg. Today just before the call the blood glucose was 90mg/dl and 163mg/dl. The customer reported that sensor was working properly. Sensor was inserted on abdomen. Latest blood glucose was 163mg/dl. The customer was advised to monitor sensor glucose performance. The sensor will not be returned for analysis.